Event description:
It was reported that during an afib ¿ paroxysmal procedure, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time during ablation procedure. The issue was not resolved by exchanging cables and moving the grounding pad. The procedure was completed in spite of the noise without any patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib ¿ paroxysmal procedure, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time during ablation procedure. The issue was not resolved by exchanging cables and moving the grounding pad. Biosense field service engineers replaced ECG card in slot one, and did a full acceptance test procedure (atp) test. System is tested and ready for use. Field service engineers found an ablation adaptor cable that would not fit into the piu and will order a replacement. In the next case there was only noise on the ablation distal channel. The noise was present on both the carto and the ge. It was an improvement from previous noise issues. Field service engineers observed the indifferent electrode patch was connected to the patients back. The account did not want to move the location of the grounding pad. Field service engineer was recommending that the account move the indifferent electrode patch to the lower back or the thigh. The account normally places the ground pad mid back in close proximity to the back patches. Field service engineers replaced the backplane and did a full acceptance test procedure (atp) test on the system. Field service engineers also noticed the customer received an ablation adaptor cable (B)(4) that did not fit into the catheter socket. Field service engineers ordered one of these cable for the account. System is tested and ready for use. Backplane, ECG card and proper patient preparation all contributed to a resolution. Complaint condition was confirmed. DHR review showed no anomalies during manufacturing or servicing.